Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred with multiple cartridges. The user filled the cartridge with 300 units. Reportedly, the user did not remember their blood glucose level. The user successfully loaded a new cartridge.